Manufacturer narrative:
The allegation is against 1 of 2 anchors; however, it is unknown which anchor, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: swift-lock anchor, model: 1192, UDI: (B)(4), batch: 10258418.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number:3006705815-2025-06262], one of the anchors fractured and a portion of the anchor remains implanted. As a result, surgical intervention may be undertaken to address the issue. It is unknown which anchor is fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.